Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report "left side rupture" diagnosed via MRI and "concern with product". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: crease fold is observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.